Event description:
The pt rec'd her scs system on (B)(6) 2004. It was reported that the pt was not receiving adequate pain relief and that the site of the scs receiver was causing discomfort. The receiver was explanted on (B)(6) 2008. F/u on the pt found that no further issues have been reported. The explanted receiver was returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.